Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm. It is unknown what parameter they are referring to. Tech support (ts) has called the customer for parameter setting and logs, and qa has also contacted them. The customer has been unresponsive. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm. It is unknown what parameter they are referring to. Tech support (ts) has called the customer for parameter setting and logs, and qa has also contacted them. The customer has been unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided: patient age, sex, weight, ethnicity, race, relevant test/ laboratory data or relevant history & concomitant medical device. Attempt #1: 02/14/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 03/02/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 03/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm. It is unknown what parameter they were referring to. Technical support (ts) called the customer for the parameter settings and logs. The customer has been unresponsive. No patient harm was reported. Investigation summary: the cns at their main facility alarmed, but the nurse said they were unable to hear the alarm from the cns at a different facility. Multiple attempts were made to collect the logs from the customer; however, no logs were provided. A review of the history of the serial number identified no other reports of the issue against this device. As there was an alarm sound at the other cns, it is likely that the alarm settings on the bedside monitor were correct and were unlikely to be the cause of the issue. Possible causes of the issue are that the device was being monitored on the overview window of the complaint cns, audio cable related issues, incorrect audio/sound settings, and long uptime of the cns without a reboot. The device may not alarm if the bedside monitor is on the overview bed window. Per the cns-6801 operator's manual, alarms are not displayed on the overview bed window, even if the individual waveforms window is displayed. If the audio cable of the cns is loose, damaged, or disconnected, there would be no audio coming from the cns. No audio may also be experienced if the audio settings such as audio output, volume, mute/unmute are incorrect. Long uptime of the device without a restart may cause the cns operation to become unstable, which may stop patient monitoring. It is recommended in the operator's manual of the device to reboot the cns once every three months. A definitive root cause could not be identified. Without the root cause, countermeasures to prevent recurrence could not be identified. Furthermore, there is no significant trend observed regarding the issue. Nk will continue to trend and monitor the reported issue. The following fields contains no information (ni), as attempts to obtain information were made, but was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 02/14/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/02/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm. It is unknown what parameter they were referring to. No patient harm was reported.